Event description:
Five minutes after implant, the device involved in this MDR report detected the ventricular lead as bipolar whereas the implanted lead was unipolar.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. (B) (4). Automatic feature resulted in an inappropriate switch to bipolar configuration with a unipolar lead. The analysis is pending.